Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2019, the patient reported that her infusion sets were leaking from the site, a few weeks back. She noticed that her leg was wet and did not knew for how long she was out of the set. Reportedly, her blood glucose level was over 600 mg/dl at that time. Further, she removed and changed the set, and was okay after that. Upon investigation, of the returned used device (1 used tubing), it showed that the tubing was detached from the tubing quick release connector. No further information available.